Manufacturer narrative:
The system was examined and the reported ¿laser-head is hanging loose¿ was confirmed and replicated. The loose parts were tightened to resolve the issue. The system was tested and found to meet product specifications. Based on the information provided for this investigation, the root cause of the reported event can be attributed to loose parts. However, how or when the parts became loose is unable to be determined conclusively. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loose parts. However, how or when the parts became loose is unable to be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that microscope had loose head, not giving a stable image and did not stay on its chosen position. Procedure details and patient impact have not been provided.